Manufacturer narrative:
Na

Event description:
It was reported that the back-up ventilator was "saying inop" during a test. The ventilator was not connected to a patient when the reported problem occurred.